Event description:
Customer called to report a yellow-colored fluid leak from the coulter lh500 hematology analyzer, which also displayed a '300 vdc (voltage) out of range' error message. The field service engineer (fse) inspected the instrument and replaced all the tubing through pinch valve pv49, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The root cause of the leak is attributed to the tubing through pv49.

Manufacturer narrative:
(B)(4).